Event description:
It was reported by the rep the device was used during an unknown procedure. It was reported the tl30 was open and did not have any staples in it when it was open on the tray. There was no consequence to the pt.